Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported the historic treatment records are showing the recorded multi-leaf collimator positions differently from planned.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported the historic treatment records are showing the recorded multi-leaf collimator positions differently from planned the customer discovered during qa that the multi leaf collimator (mlc) values were not recorded as expected and that the x & y jaws were inverted when sent to the treatment machine. This issue was found to be a recording problem of the mlc values. It is suspected that the initial install of mosaiq was not completed according to the installation procedures, specifically the configuration of the mac and cfg values; however, the original configuration was accepted by the customer. Software installation procedure testing was not carried out as part of the installation and acceptance activities with the customer. The root cause was due to configuration of the mac and cfg; this is a recording issue and did not lead to patient harm. Upon reporting the issue to elekta corrections have been made to the mac and cfg and the customer eventually resolved the issue. The new configuration was accepted and signed off. Mosaiq did not have any malfunction and worked as designed and intended. Based on the available information there was no patient mistreament.